Manufacturer narrative:
We have not received the complaint device for evaluation since the device has been discarded by the user. In the absence of the event unit, it is difficult to determine the exact root cause of the malfunction. During our follow-up investigation with the complainant, we learned that the nurse had tested the device before use. She found the device to be a little stiff but it functioned properly. When surgeon attempted to use the device inside the patient's vessel, he was unable to open the blades of the valvulotome. Another valvulotome was then used to complete the procedure. Surgeon was able to complete the procedure successfully. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
During valvulotomy, surgeon was unable to open the blades of the valvulotome. A second valvulotome was used. The procedure completely successfully. There was no harm to the patient as the result of this incident.